Event description:
It was reported to philips that the user was unable to find patient files. No adverse events or harm were reported in the complaint. Philips has started the investigation of the complaint.